Event description:
Allegedly, pain around the left hip joint. Laboratory test result obtained on (B)(6) and (B)(6) 2022 indicate elevated blood cobalt levels. The implants were corroded at the neck-stem junction. Non-mpo products: zimmer biomet pin steinman thread 3/16in lot 62404689.